Event description:
The pks superpulse generator was used in a transurethral resection of the prostate case where it failed to fire, it gave saline error. The patient had a large gland and it was vascularized, and there was significant bleeding during the procedure. The surgeon irrigated the bladder with saline, approximately one hour into the case the system failed 3 times to fire and a saline error was generated. The surgeon removed the loop and cable from the generator and then replaced the same loop and cable back onto the generator. The system continued to give a saline error. The surgeon then removed the loop and cable, and replaced with a new loop and cable. The procedure was successfully completed following this replacement. The electrode and the cable are being filed by our sister company, (B)(4).

Manufacturer narrative:
The generator was part of a system that used olympus electrodes and working elements during a procedure which became a reportable event. (B)(4), is filing on working element and electrodes. The generator is not being returned for evaluation by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. The electrode and the working element are being filed by our sister company, (B)(4).